Event description:
The surgeon was using the cannula when he discovered the tip of the cannula was broken off. The staff searched the field and the operating room. The broken part of the cannula was discovered on the back table cover. No pieces were retained in the patient.